Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the infection later resolved.

Event description:
Additional information received indicates that the infection was located where the patient's left lead exits the burr hole cap and an opening with drainage was observed. The patient was given medication. As a result, the patient underwent surgical intervention during which the leads were explanted. It is unknown which lead/burr hole cover was infected, so all are being reported.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 1627487-2020-04883, 1627487-2020-04885, 1627487-2020-04889, 1627487-2020-04892, 1627487-2020-04895, 1627487-2020-04898, 1627487-2020-04899. It was reported an infection was present at an unknown location. As a result, surgical intervention may occur at a later date to address the issue. No further information is available at this time.